Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 411 mg/dl at the time of incident and the other blood glucose was 233 mg/dl and 115 mg/dl, 221 mg/dl. The customer was treated with manual injection. The customer was able to passed the self test. The insulin pump will not be returned for analysis.